Event description:
On (B)(6) 2013, the reporter contacted animas requesting assistance with unlocking his pump. At the time of the call, the patient mentioned that his blood glucose (bg) was averaging ¿30 mg/dl¿ for the past two days. The animas representative was unable to verify additional details regarding the low bg¿s as the reporter ended the call. It is not known if the patient developed symptoms with the low bg¿s. It was noted that the reporter stated that he would be contacting his hcp to take care of issue. This complaint is being reported because the patient reportedly obtained bg readings less than 40 mg/dl while on insulin pump therapy and insulin pump use could not be ruled out as a cause or contributor to the event.